Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that during therapy, it was noticed that the infusion set's cannula was bent. It was stated that the cannula was looped, and it never went inside. The site location was on the upper and outer side of left hip. The infusion set was used for 30 hours. Reportedly, she had high blood glucose level of more than 300 mg/dl, diabetic ketoacidosis and issues with the sites. She had nausea, vomiting, abdominal pain, difficulty in breathing, tightness in the chest, sick to the stomach, was dizzy and looked faint. The infusion set was inserted the previous night. Subsequently, she was admitted to the hospital, in the intensive care unit and was given an unspecified drip. They tried to get her back on the pump, but her blood glucose raised back and then the set was removed and bent cannula was found. On investigations, it was found that her white blood cells and lactic acid was up, and magnesium was low. She was hospitalized for two days. Currently, her blood glucose level was 105 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.